Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent garft system on (B)(6) 2014. Upon implantation of the aortic body stent graft, the final angio indicated a type ia endoleak was present. The sealing rings were ballooned at approximately 35 minutes post polymer mix but this did not resolve the endoleak. It was reported that sealing rings appeared in apposition with the vessel wall. Based on the information provided, it could not be determined whether the presence of a pre-existing vessel dissection at the location of the aortic body graft sealing rings may have contributed to the type ia endoleak. Intraoperative or follow up imaging was not available to confirm the final position of the stent graft relative to the intended target location or to confirm a root cause for the endoleak.